Manufacturer narrative:
Examination of the returned instrument confirmed the complaint. The root cause is attributed to misuse. The surgical technique states to lightly tap the taper tamp with a mallet to engage the taper. This type of significant damage indicates the user did not lightly tap. A complaint database search finds no other reported incidents against the provided product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Upon inspection in the sterile processing department, it was noticed that the reclaim taper tamp is damaged at the bottom and will not fit over the depth gauge used to implant the proxi-mal body portion. As a result, the product can no longer be used in surgery. Upon evaluation of the returned instrument it was found small pieces missing around the perimeter of the small opening.